Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced, t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable.